Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results from 5 different proficiency sample fluids were obtained on a vitros 5600 integrated system. The assignable cause of the event is unknown; however, inappropriate pre-analytical sample handling or an issue with the proficiency fluids cannot be ruled out as contributing factors. There was no indication that reagent or instrument malfunctions occurred.

Event description:
A customer observed lower than expected vitros tsh results from 5 different proficiency sample fluids processed on a vitros 5600 integrated system. Sample 1 result= 3.81 miu/l vs. Expected = 5.89 miu/l. Sample 2 result= 0.33 miu/l vs. Expected = 0.563 miu/l. Sample 3 result= 15.00 miu/l vs. Expected = 21.98 miu/l. Sample 4 result= 3.88 miu/l vs. Expected = 5.85 miu/l. Sample 5 result= 13.9 miu/l vs. Expected = 20.58 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm made as a result of the event. This report corresponds to (B)(4).

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).